Event description:
In 2000, the facility's radiology tech informed the manufacturer's (MFR) sales representative of the following: the device silicone catheter was broken 10 cm from the device. The catheter was retrieved from the pulmonary artery. No further details were provided.